Event description:
The balloon and distal balloon portion of the balloon catheter detached and remained in the pt during an aortic valvuloplasty of a calcified lesion in very tortuous anatomy that had been difficult to access. The balloon had been inflated a total of thirteen times. Attempts to snare the catheter segment were unsuccessful. The segment was surgically retrieved without incident. The pt's condition is fine. This device was not available for evaluation. Therefore, no failure analysis will be available. Co's follow up revealed that a hole in the shaft was noted during the procedure, however another dilatation was performed as the pt's anatomy was very tortuous and difficult to access. It was also indicated the lesion was calcified. Further, this balloon catheter is recommended for use as a pulmonic valvuloplasty dilatation catheter. Since this catheter was used in a non-indicated procedure and the above noted condition was present, co believes that user technique and/or pt anatomy may have contributed to this event. However, without evaluating the device co cannot attribute the exact cause for this event.